Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Photos received from the surgeon on (B)(6) 2023 show the extrusion of the device housing through the skin. The user has been explanted.

Manufacturer narrative:
Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information from the field the recipient was explanted due to device extrusion with reported extensive infection, and recurrent cholesteatoma. The recipient was initially implanted via a radical mastoidectomy, which poses an increased risk of wound infection and recurrent cholesteatoma. Given that the skin flap healing issues began very shortly after surgery, they are likely related to the patient's medical problems and surgical approach (i.e. Radical mastoidectomy) that was necessary in this case. A review of the device_s sterilization records showed that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
Reportedly, the surgical wound healed completely after implantation; however, a wound healing disorder occurred due to recurrent cholesteatoma, so that a displacement flap plasty was performed. However, this was unsuccessful, therefore the device was eventually explanted.